Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the customer did not observe insulin exiting the infusion set tubing. The customer reported to have had issues with the infusion sets; however, did not provide further details. As the events had occurred in the past, troubleshooting to determine a possible cause of the reported issue could not be performed. The customer had reverted to using insulin injections to manage diabetes. Upon resuming pump therapy ((B)(6) 2017), new supplies were used and insulin was observed exiting the tubing. The pump appeared to be "working fine". There was no impact to the customer's blood glucose level.